Event description:
Sales consultant reported during a trochanteric fixation nail tfn procedure, the 6.0/10.0mm stepped drill bit snapped off at the end. He reported that the drill area, where the drill bit is chucked, snapped off inside the reamer chuck. The instrument was reportedly outside of the patient when this occurred and the instrument was not in the patient. Additional information has been requested. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.